Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy syndrome. The caller reported an issue with the patient¿s device. The patient said they were told to turn it off because it was not functioning and that the batteries have malfunctioned and it is not working. The patient added that they tried to charge it the other day and it said it was not programmed. Technical services redirected the caller to the hcp to address the device issue and determine MRI eligibility. The issue began in (B)(6) 2018. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient was told in september to cut it off because of the lead not being in the proper place and the battery stinging in their butt. It never operated like their previous stimulator so they met with a different med people getting the controller to operate it. Installed (B)(6) and was a complete failure. The device, dr. Did not follow instructions. The patient will get another one, another doctor to put it in and it will be another brand. No further complications were reported/are anticipated.

Manufacturer narrative:
Please note that adverse event and product problem both apply to this event. If information is provided in the future, a supplemental report will be issued.